Event description:
It was reported by the user site that on (B)(6), 2026, during use of a 3dimensions mammography system for an angiomammography exam, the compression paddle was not recognized by the system. It was reported that the gantry required a restart to restore paddle recognition. The user site reported that the procedure had to be repeated and the patient received an additional injection of contrast agent. No adverse reaction to the additional contrast injection and no further medical treatment were reported. Hologic technical support reviewed the system logs and reported that the system generated an error indicating the compression paddle was not recognized until the gantry was power cycled. It was further reported that this behavior may be associated with a known software issue affecting paddle recognition that is currently under investigation. No further information is currently available.